Event description:
According to the reporter, during colorectal resection, when the cartridge was connected to the powered handle and the tissue was cl amped, the closure felt looser than usual, with a larger gap. After releasing the tissue and performing open/close operations outside the surgical field, the gap remained large, and its use was discontinued. When attempting to replace the cartridge with a new one, the old cartridge could not be removed properly, and the cartridge was physically damaged. To resolve the issue, a new reload was used with the same powered devices. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot #unknown); sigpshell, sig power sigpshell control shell, (lot #unkown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.